Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during an arthroscopy, a metal fragment from a shaver remained in the patient's shoulder joint. Size: 3 mm in length and 1 mm in width. Location: subacromial, near the coracoacromial (ca) ligament and the acromioclavicular (ac) joint.